Manufacturer narrative:
(B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00160. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an 1111 error code (oxygen device failed). The device was reported to be in use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the 1111 error code issue. The fse replaced the rp-solenoid valve, oxygen, v60 part to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.